Event description:
Hjv ventilator showed loss of pip and ventilator fault. Tried to restart but ventilator did not work. The ventilator was switched out with the md at the bedside while we increased the conventional ventilator settings to compensate. Some intervention required to maintain pt safety and condition.